Event description:
It was reported that an ilet user experienced pairing failures between the ilet and a dexcom g7 continuous glucose monitor (cgm), connection was reestablished after troubleshooting and device restart; the reported device issue aligns with an intermittent communication failure traced to a component-level communication pathway, with the antenna identified as the implicated component. User experienced a glucose peak of 215 mg/dl with no associated clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem between the ilet and the cgm with intermittent communication failure, with the cause traced to a component failure related to electrical and magnetic performance of the antenna. It was concluded, based on previously established findings for similar reports, that the cause was an interoperability-related communication failure associated with the antenna which resolved with standard troubleshooting.